Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported during routine follow up this right ventricular (rv) lead exhibited high capture thresholds, loss of capture and a decrease in sensing. It was then found dislodged by fluoroscopy. Subsequently, this lead was explanted and replaced. No additional adverse patient effects.